Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that she used two infusion sets and both had bent cannulas due to which the patient was not receiving insulin. With the second infusion set used, the patient went into mild diabetic ketoacidosis. Subsequently, the pump was removed, and the patient was hospitalized with blood glucose level over 600 mg/dl, upon admission. The patient's blood glucose level was at 130 mg/dl a night before hospitalization. The bent cannula occurred on the first day of use and the infusion set had been in use for less than 24 hours. The site location was patient's stomach. The patient had been in the hospital for three days and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.